Event description:
A low readings issue was reported with the adc device. Customer reported receiving readings of 120 mg/dl and 150 mg/dl on the sensor at an unspecified time. Customer slept over 12 hours and later experienced symptoms of "tired, weak, vision blurred, and nausea". Customer was seen at the emergency room and a reading of 126 mg/dl was obtained on the sensor at 5 p.m. Compared to a reading of 250 mg/dl on the hcp meter at 5:30 p.m. Customer was diagnosed with hyperglycemia and received unspecified medication. It is unknown if the hcp meter reading was obtained after the treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.